Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge when plugged into a usb port on a computer, despite the customer attempting to charge the pump with multiple usb cables. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer indicated that the pump would be plugged into a wall outlet to determine if it could successfully charge. Multiple contact attempts were made by tandem technical support to determine if plugging the pump into a wall outlet resolved the issue; however, the customer did not respond.